Manufacturer narrative:
A customer from australia reported to biomerieux (B)(6) colonies growing on one plate of chromid® mrsa smart (lot 1005587700). The customer could not provide the strains for the investigation. An investigation was performed. No other complaints were registered for chromid® mrsa smart (lot 1005587700). It was not possible to investigate the retained lot because at the time when the investigation was opened, the lot was expired. Manufacturing batch records were reviewed: one pool of mrsa smart atb additive and one pool of mrsa smart substrate additive were used in the manufacturing of the product. The quality control testing for the weight of the product conformed with specification for the whole duration of the manufacturing process. The quality control for the lot conformed with specifications as indicated in the quality certificate. There were no non-conformance's detected during the manufacturing of the two lots. In conclusion, chromid® mrsa smart (lot 1005587700) met manufacturing specifications. Without the return of the strain, it was not possible to further investigate the issue.

Event description:
A customer from (B)(6) reported to biomerieux (B)(6) colonies growing on chromid¿rsa smart (lot 1005587700). The customer reported that one (B)(6) plate inoculated with a nasal swab from one patient, had (B)(6) colonies growing on it. The colonies were pink-red after 24 hour incubation and were sub-cultured onto ba plates and tested again, showing it was (B)(6). The customer did not perform qc on receipt of the shipment and all plates were used for testing. The customer stated a presumptive (B)(6) result was reported, then there was a delay of two days as they repeated the sensitivities to be sure there was only the (B)(6) present. It was not known if patient treatment was impacted. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.